Manufacturer narrative:
After further review of additional information received. (H3) as reported, the male patient had a knee revision due to an infection and the physician performed a poly exchange with a wash out of the wound. Patient was last known to be in stable condition following the event. Device will not return. Per IFU#: 700-096-004, infection is a known complication following total knee replacement surgery and can be multifactorial. Postoperative counseling and care are important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear, infection, instability and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. Infection is a clinically well-known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, (B)(4). Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated knee. The most likely cause of the reported event is patient¿s conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical product: lgc tibia ps mod insrt sz 4 9mm.

Event description:
As reported, the patient had a knee revision due to an infection and the physician performed a poly exchange with a wash out of the wound. Patient was last known to be in stable condition following the event. Device will not return.